Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information provided by a physician from philippines of fever, peritonitis, and fatal severe sepsis in a patient coincident with peritoneal dialysis (pd) therapy. During a call the following was reported. On (B)(6) 2011, the patient began continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient had fever and severe sepsis. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. On an unreported date, the patient was treated with vancomycin, ciprofloxacin (routes, doses, and frequencies not reported), and was placed on oxygen via nasal canula. On (B)(6) 2012, the patient died due to severe sepsis. It was not reported if an autopsy was performed. Treatment for sepsis was not reported. Outcome of fever and peritonitis was not reported. The events of peritonitis and fatal severe sepsis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis and fatal sepsis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this report of peritonitis, with no malfunction or use error, was not confirmed and the cause was not identified because no sample was returned to baxter. Also the user did not describe any types of use errors or other issues that might have caused potential contamination.